Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight was not reported. Event date is unknown. Additional device product code ¿ hwc. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was treated for a subtrochanteric hip fracture on (B)(6) 2014. At that time a trochanteric fixation nail (tfn) was placed. This patient has since presented with non-union. The postoperative x-rays (date unknown) had shown a great reduction and the hardware still appeared to be intact. Clinical findings showed delayed healing. Revision surgery was performed on (B)(6) 2015. The original hardware was removed; a new nail and associated hardware were implanted. A bone graft was also applied. The surgery was completed successfully with no surgical delay and patient status was reportedly okay. This report is 1 of 3 for (B)(4).